Event description:
We received a report that during a cataract extraction surgery, the cataract was removed without difficulty. Before implantation of the intraocular lens was complete, the surgeon noted choroidal effusion and the lens was not stable in the bag. The incision was enlarged and the intraocular lens was removed and discarded at the surgery center. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.